Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This related to (FDA audit-observation #5 from fei (B)(4)). Complaint was received as follows: "it was impossible to deflate balloon. By cutting the catheter, the balloon does not deflate. The catheters have been tested before insertion, there was no problem. An when during the removal, the balloon can not deflate. The balloon was inflated with sterile water."

Manufacturer narrative:
This reply was received from the mfg site for this product. "Unfortunately the customer is not replying to our questions and therefore we are unable to get further info". Without sufficient info to make a more informed determination, the event is deemed serious as it is not clear if required medical intervention a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, although the customer has evaded our attempts to discover how the catheter was able to be removed. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.